Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 52 mg/dl and high blood glucose level was 488 mg/dl. The customer reported other blood glucose levels were up to 400 mg/dl and up to 600 mg/dl. The customer reported that they allege insulin pump was under delivering due to she did not eat and her blood glucose was going. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer experienced symptoms such as nausea. Customer performed high pressure test and displacement test and both test were passed. Customer reported that the drive support cap appears normal. Customer reported the insulin pump was worn during a medical procedure and test around magnetic resonance imaging. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.